Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported that the device had moved. Upon investigation, the physician confirmed that the device has rotated in the pocket. The physician will decide on a treatment plan in the upcoming weeks. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that the physician decided to move the device from subcutaneous to sub muscular. This was performed and the device remains implanted and in service.